Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for low intrinsic amplitudes on the left ventricular (lv) lead. Upon device check, all the impedance values had dropped, but all were still within normal limits. The lv lead dropped from around 1000 ohms to 500 ohms. The right atrial (ra) lead dropped from the upper 300 ohm range to the low 300 ohm range. The right ventricular (rv) lead pacing impedances dropped from around 500 ohms to low 400 ohms and the shocking impedances dropped from around 80 ohms to 60 ohms. The patient was then found to have an infection. The crt-d and leads were all explanted. No additional adverse patient effects were reported.